Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) was evaluated by zoll. Visual inspection of the system was performed. The disc thermostat manual reset heater was popped out (open circuit). A review of the event log was performed and found four tcmid: 06 (cooling engine post failure) errors in event log files. The device failed functional testing as tcmid 06 displayed during testing. The customer reported complaint of the system exhibiting tcmid: 06 was confirmed. The root cause for the complaint was related to cooling engine heater circuit not working. The heater circuit was opened as the disc thermostat manual reset switch was popped out. After resetting the heater switch, device worked as intended.

Event description:
It was reported that technician was performing installation of thermogard, and noticed constant tcmid: 06 (cooling engine post failure) during long self test. There was no patient involvement reported.